Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p), minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen and hard to read the screen. Customer stated that the prime was going faster and taking less units. The device will be returned for analysis.